Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
A review of the operative note did not reveal any ew device malfunction that led to paravalvular leak (pvl) at implant- requiring 2 plugs and later a viv. The valve deployment was described as "successful".

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 1 year and 3 months post-implantation of a 29mm sapien 3 valve in the mitral position via transseptal approach, the patient underwent a mitral valve in valve (viv) procedure using a 29mm sapien 3 due to paravalvular leak (pvl). Per medical records review, a procedure was initiated with a plan for implantation of a 12mm avg2 plug to treat mitral valve pvl; however, the operators had difficulty crossing through the pvl as the wire kept going through the stent strut. After two attempts, the plan was aborted. The team then realized the pvl was secondary to the valve skirt edge being more on the atrial side, allowing the leak through the valve struts. The team then elected to perform a tmvr viv using another 29mm sapien s3 valve. This valve was deployed deeper on the ventricular side sealing the leak. Successful deployment was achieved and the transesophageal echocardiogram (tee) demonstrated no significant pvl. The final mvmg was 3mmhg. An additional tee confirmed a stable device position and no signs of pericardial effusion.